Event description:
According to the reporter, intra-operatively, the powered handle partially fired. The issue occurred in two reloads. The reloads did not staple to the end. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt 60mm med thk reinforced rel - sigtrsb60amt, lot#: n4h2081y sigtrsb60amt 60mm med thk reinforced rel - sigtrsb60amt, lot#: n4h2081y sig power sigphandle handle - sigphandle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.